Event description:
The clinic reported that a laser vision correction patient presented with flap striae in the left eye. Patient reported that she bumped left eyes 3 days after treatment causing striae. A flap lift and rinse was performed. Patient mentioned that she is experiencing some discomfort and slight decreased vision in left eye however, optometrist reports no loss of best corrected visual acuity.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
Device available for evaluation - yes. (B)(4). Placeholder.